Manufacturer narrative:
(B)(4). Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Information received by medtronic indicated that the insulin pump alarmed motor error. Customer was able to clear the alarm and able to rewind the insulin pump. Customer performed self test and it was passed. The customer stated that the drive support cap was normal. Customer stated that the alarm recurred while they were able to rewind the insulin pump. Customer did not reporting about motor position encoder error. Customer stated that the insulin pump alarm history contains more than one motor error within last 30 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.